Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Add'l info (x-rays, medical records, operative notes, device details) was requested. If it becomes available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, "pt's husband called to report that his wife's ceramic hip shell is disintegrating, broken and deteriorated. Wife is scheduled for emergency revision surgery on (B)(6) 2011. No activity that she did would have caused the breakage. First noticed problem in (B)(6) 2010, had pain, the hip was squeaking. Pain has been consistent and pressure the whole time and then in (B)(6) 2011, she felt that something broke."